Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 89 mg/dl. Reportedly, the control iq software did not "predict glucose values correctly" and "miscalculated autoboluses." Technical support reviewed pump data and verified the control iq software functioned as intended, however, the customer maintained that the control iq did not function as intended. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.